Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No patient injury was reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was not completed as no lot number was provided.